Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector connected to a vial was provided to our quality team for investigation. Through visual inspection, a grey particle was observed. Characterization testing was performed and found the particle is consistent with material from the stopper of the vial. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. A device history review was performed for protector lot 2409102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to incident. As the injector lot involved is unknown, a device history review cannot be performed. Retained samples of protector lot 2409102 were used for additional evaluation. Functional testing was performed, penetrating the protector up to ten times, all product was verified to meet required specification. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on our investigation and sample evaluation, it was determined the particles generated during the assembly of the protector onto the vial. No issues related to the injector used were found. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
It was reported that coring occurred during gemcitabine preparation. The tool and technique were in a state of disarray. This was noticed during the collection stage, so the injector and protector were identified when they were connected. The drug added was gemcitabine. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.